Event description:
It was reported that a malfunction alarm occurred. Subsequently, the customer went to the emergency room (ER) on (B)(6) 2022 due to a blood glucose (bg) level ranging from 134 to over 600 mg/dl. Tandem technical support (cts) performed a system check and it was found that the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Customer administered a bolus via the pump and ER staff treated the customer with intravenous fluids of saline and insulin to address the bg. Customer was released from the ER on (B)(6) 2022 with no permanent damage and the issue resolved. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.